Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed the leak originating from a broken pinch valve (vl13). The fse proceeded to replace vl13 and mount to resolve the leak. (B)(4).

Event description:
The customer reported approximately two (2) milliliters fluid which appeared to be coulter clenz (cleaning agent) leaked from the front of the coulter lh 750 hematology analyzer and onto the countertop following a shutdown procedure. The customer stated that the event occurred two (2) days in a row. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyewear at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer stated that startup procedure and quality control (qc) results passed prior to the event.